Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "it was stryker reunion total shoulder with keeled poly. Failure was massive cuff tear which eventually lead to poly disassociation. After blueprint scan was done, it was found that the glenoid had increased pathology due to poly coming off. Ortho planned to do a bio rsa on glenoid and convert reunion head to a reverse. After getting long post r2 glenoid secured to glenoid with bio rsa bone graft from a femoral head allograft , glenosphere was fixated. When trying to reduce the smallest implants on reunion stem, we failed to get the reduction. Decision was made to pull reunion stem, and proceed with revive revision and successful reduction of implants before leaving the or. It was initially an anatomic total shoulder with reunion implants and a keeled glenoid. In the procedure , the stem and head were in perfect position and stable, however glenoid component was floating in joint. Disassociation looked to be traumatic from a fall because of the glenoid pathology wasn¿t consistent with just a disassociation."